Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into back up mode. Further information was requested, but not yet available.